Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported a bent part inside of injector which caused a broken haptic. The iol was removed after implantation. Additional information has been requested.